Event description:
A power source alert 01 was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer used the tandem charging cable and wall adapter, following which the pump began charging with no further assistance required.